Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported a right side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: creases, white particles in device inner surface, one curved opening and one crack opening. Leak test and microscopic analysis was performed which identified: one crack opening and four openings striated. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve; four openings striated assessed as surgical damage.

Event description:
Healthcare provider reported a right side deflation. Device was explanted.